Event description:
On 12-may-2026, it was reported by a sales representative via (B)(4) that an ar-13991n surfire scorpion needle broke when firing. Broken piece was not located but did not occur inside the patient. Noticed during a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.